Event description:
The reporter called and alleged a discrepant result on the device when compared to the lab. The reported device result was 2.1 inr. The corresponding lab result reported was 3.3 inr. The pt's coumadin was held for one day. The reporter declined product replacement.